Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 135 - 180 mg/dl and their expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 214 mg/dl and 216 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :265mg/dl date: (B)(6) 2018 time:6:16pm non-fasting; result 2 :220mg/dl date: (B)(6) 2018 time:6:55pm undisclosed; result 3 :218mg/dl date: (B)(6) 2018 time:4:31pm undisclosed; result 4 :160mg/dl date: (B)(6) 2018 time:4:31pm non-fasting; result 5 :173mg/dl date: (B)(6) 2018 time:5:04pm non-fasting.